Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The implantable cardiac defibrillator was unable to be interrogated. After multiple attempts to interrogate the device, it was confirmed that the absence of emi sources were potentially interfering with inductive/rf telemetry. Two different programmers were used but connection to the device was unsuccessful. As such, the physician elected to explant and replaces the device. The patient was stable before, during and after the procedure.